Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative:  corrected: h6 (device).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total hip replacement; (B)(6) hospital (B)(6) 2020; the srom hip was originally a revision from a stryker total hip. The srom revision of the stryker hip was in the (B)(6) 2007. Original stryker primary prosthesis for avn. The srom hip in (B)(6) 2007 was implanted for periprosthetic fracture around stryker primary prosthesis. It is understood latest revision due to a fall. On (B)(6) 2020; prosthesis fracture around srom hip femoral component. Prosthesis stem actually fractured at base of proximal stem sleeve junction. Patient stated that he slipped and fell.